Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. After implanting the trunk-ipsilateral leg endoprosthesis, multiple attempts to cannulate the gate were made using multiple different catheters. The contralateral leg endoprosthesis was then advanced to go up and over the snare wire. This technique was also unsuccessful. After approximately three hours past the start of the procedure, a decision was made to convert to open repair. The patient did well following the open surgery.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to surgical conversions.